Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: after further discussion with the surgeon it was determined the patient did not have an infection in the area where the surgicel powder was used. During the re-operation the powder was cultured and tested for bacteria which came back negative. The fluid in the neck also came back negative for bacteria. The patient had only 1 condition to be alarmed about (hypertension). He was classified as a healthy person. The surgicel powder was used to reduce the chance of a post-operative bleeding. The surgeon used about 1/3 of the product and did not irrigate the product before closing. At 3 days post-op the patient showed redness at the surgical sight, it was also warmed than normal, the patient also had an elevated white count in a blood test. Surgicel original was also used during the operation to address bleeding during dissection. Current patient condition is unknown at this time. The wound was cleaned out and sealed with a wound vac for several days.

Event description:
It was reported that a patient underwent an carotid endarterectomy procedure in (B)(6) of 2020 and absorbable hemostat was used. Post op the patient presented with an infection. A second surgery was performed to flush the infection. Additional information was requested.